Event description:
It was reported that before the procedure, during the attempt to remove the protective sheath from the device, the sheath seemed to be stuck to the implant. When force was applied, the distal portion of the delivery system separated. There was no patient involvement. There was no clinically significant delay in procedure. Another device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported difficulty removing the protective sheaths could not be replicated as the returned device/sheath was not returned in a condition in which the test could be performed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for shaft separation or difficult to remove protective sheath reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use states: prior to removal of the packaging mandrel, carefully slide the yellow outer sheath towards the distal flare, opening the longitudinal split on the inner sheath. Remove both sheath pieces and stylet from the delivery system. It is likely incorrect sheath removal technique contributed to the reported shaft separation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.